Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspect the system onsite confirmed that there was problem with wireless footswitch. Upon functional testing, the fse identified that wireless footswitch power plug had issues. Since the power plug had issues, footswitch was unable to charge, and battery indicator was off due to battery low indication. To resolve the reported issue the fse cleaned the power plug. After this, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Philips assessed this complaint and determined that the wireless footswitch issue had occurred due to issue in power plug causing the footswitch not to charge. The wireless footswitch will provide a visual indication of the charge level so that the user will know about the charge level prior to use. The instructions for use include indications to check that the wireless foot switch functions with the system and specifically to ensure that the wireless footswitch has sufficient charge. It also describes the battery indictors and what to do in case the battery is depleted or not charging. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was having problems with the wireless footswitch. The device was outside clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation into this complaint.